Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -12.0/3.5/095 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. Lens rotation was observed. The lens was repositioned on (B)(6) 2022 but the problem was not resolved. On (B)(6) 2022 the lens was exchanged for a longer length lens and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specification. Claim# (B)(4).